Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During a surgical procedure to remove the gall bladder while the bag was being removed during laparoscopy, the bag burst. Part was still inside the patient. It was used by IFU standard. This resulted in bile going into the bag so a wash using laparoscopy was necessary, surgery time increased, use of other medical items, and a bigger scar. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. IFU (B)(4) says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event, that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint cannot be clearly determined because of lack of information regarding reported defect and unavailable defective device. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
During a surgical procedure to remove the gall bladder while the bag was being removed during laparoscopy, the bag burst. Part was still inside the patient. It was used by IFU standard. This resulted in bile going into the bag so a wash using laparoscopy was necessary, surgery time increased, use of other medical items, and a bigger scar. The patient's condition was reported as fine.